Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported that the patient felt like a pulsing sharp pain right under the stim that stops and starts over time. It was to the right of the naval an inch below. It was constant like a heart beat but his device was programmed at the lowest and it can go anyway. No falls or trauma were reported and the patient noted he was sedentary. The pain was felt a couple of days ago - 1.5 days ago and then unsure as to when the pain started. When the patient lays down he is alright. It was a pulsing sensation not like an electrical shock. Yesterday, the patient had a thing removed from his lower eye lid and they used cautery. The patient stated the doctor told him it is a small battery operated cautery and the doctor did not think it would affect his device. In general the patient does not feel well and he does not think straight. Before the patient had the device he had chronic problems and his food was not moving through his stomach at all and the device saved his life. The patient also noted he needs a total knee replacement. The patient called his doctor a couple of days ago for the first time and had not heard back. The patient wanted to know if it would be ok to shut the ins off himself with a magnet. If additional information is received, a follow up report will be sent.